Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and their therapy would still turn off by itself. Patient mentioned after charging their implant, they turned the therapy on and when they went to check their therapy because they were in so much pain, the therapy was turned off. Upon further review patient was told to call to replace the communicator. Agent reviewed with patient that replacing the communicator most likely wouldn't resolve the therapy turning off issue and that the patient would need to be reprogrammed in person. Agent redirected patient to their healthcare provider (hcp) to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their communicator had been shutting off on its own and patient stated that the issue had been going on for about a month and that it had happened like 5 times. Patient noted that they met with a manufacturer representative (rep) on monday, and the rep had to fine tune their stimulator and reprogramming agent asked and patient denied the communicator was not dropped or became wet. Patient denied any recent falls/trauma. Patient powered on the communicator and confirmed a green and blue light. Agent instructed patient to connect to the mystim app and patient confirmed they were able to connect to their therapy settings; patient was on group c with dtm and neurosense. Agent asked and patient clarified that they were referring to the therapy settings when they mentioned the "communicator had been shutting off". Patient mentioned the therapy was turning off in group b before they had reprogramming done but now they have not had that issue with the therapy turning off. Patient mentioned they were informed to use group c by the rep and to use group b if they weren't getting any relief. Agent reviewed neurosense reprogramming with patient, to use group c and to monitor. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the patient did not inform them that the therapy was turning off. They stated that they did not see any evidence that was the case. The rep stated that there was no sign the therapy was turning off, and maybe the patient was referring to postural changes in therapy. The rep created a new group for the patient, and will see if that one is better.